Event description:
Drive devilbiss healthcare was notified of an incident involving a wheelchair via receipt of a medwatch report, which states that the end user was utilizing the wheelchair to hold on to transfer themselves to a toilet and fell, sustaining a fractured left hip and left arm. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.

Manufacturer narrative:
Drive devilbiss healthcare previously reported the incorrect manufacturer name in section . The information has been updated in these sections to reflect the correct manufacturer name.